Event description:
It was reported that, "patient began with squeaking approx. 4 months after the initial hip replacement. The doctor said that it was just a glitch in the mechanism. At this point the patient was not experiencing pain. Within the last 3 months this patient is having difficulties and pain in her hip. A newer x-ray shows that the ceramic head of the implant is coming out of the shell. They believe it must be cracked or broken. There is inflammation in her hip in which she is taking medication."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.